Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. The reported event could not be confirmed during testing. A review of (B)(4) internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed in regards to (B)(4). The reported event could not be confirmed in regards to (B)(4). Based on the available information, a possible root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging and were displaying a flashing red indicator light on multiple ports of the battery charger. Product analysis indicated that the battery cell exhibited over voltage. The batteries will be exchanged. No patient complications have been reported as a result of this event.